Event description:
A surgeon reported that foreign substances were found on the anterior optic surface of an intraocular lens (iol) following iol implant surgery. The surgeon reported the pt had slight corneal deposits on the posterior side, fibrous clouding around the vitreous, slight lacking of mydriasis, and retinal deposits on the upper ear side noted upon examination at the pt's perioperative visit. No active inflammation was appreciated and the pt did not report any history of uveitis. The surgeon reported no complications during the operative procedure or during immediate postoperative period. Three and one half months following the iol implant procedure, the pt presented reporting "filmy vision." Upon examination, fibrous clouding of the center of the lens was noted. The clouding substances were removed in a secondary surgical procedure. The surgeon reported it was easy to remove the substance on the surface by sinkey hook. Other residue was removed by vitreous forceps. The surgeon reported the pt is recovering. Long term treatment with mediations is planned. Slight clouding of the posterior capsule (pco) has been seen. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).